Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss and catheter restriction alarms occurred the pump goes into standby, pausing therapy. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site city- (B)(6). A supplemental report will be submitted upon completion of our investigation.